Manufacturer narrative:
Correction: b3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6)2023, this patient¿s peritoneal dialysis (pd) registered nurse (pdrn) reported the patient was diagnosed with peritonitis and was prescribed antibiotics. No additional information was provided during intake. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 693 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) /2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, as a home evaluation revealed the patient wasn¿t practicing the prescribed hand hygiene prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the events. A follow-up cell count was drawn on (B)(6)2023 and the wbc count had dropped to 33 u/l.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, this patient¿s peritoneal dialysis (pd) registered nurse (pdrn) reported the patient was diagnosed with peritonitis and was prescribed antibiotics. No additional information was provided during intake. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 693 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, as a home evaluation revealed the patient wasn¿t practicing the prescribed hand hygiene prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the events. A follow-up cell count was drawn on (B)(6) 2023 and the wbc count had dropped to 33 u/l.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis [cc(pd)] therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene and/or touch contamination events, as corynebacterium belong to the natural flora of the skin. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd for rrt (renal replacement therapy) (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023, this patient¿s peritoneal dialysis (pd) registered nurse (pdrn) reported the patient was diagnosed with peritonitis and was prescribed antibiotics. No additional information was provided during intake. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 693 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, as a home evaluation revealed the patient wasn¿t practicing the prescribed hand hygiene prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the events. A follow-up cell count was drawn on (B)(6) 2023 and the wbc count had dropped to 33 u/l.